Event description:
The customer alleged that the ventilator stopped cycling while in patient use. No harm as per customer. Unit was not repaired by a clinical service engineer. Attempted to contact customer multiple times. No customer response. Therefore, root cause could not be identified.